Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an allied healthcare professional stated that the patient¿s spouse noticed a change in the patient¿s behavior two days earlier. The healthcare provider initially believed the change might be related to pain medication; however, the patient had not taken the medication for more than twenty-four hours and had been admitted to a hospital for evaluation. The laboratory results were normal, and the caller started to think the issue might be with the dbs system and wanted to get the dbs interrogated.  The manufacturer representative's role was reviewed, and the patient was redirected to the healthcare provider for further evaluation and management. The caller disconnected during transfer to the nas number. Additional information was received on (B)(6) 2026 from a healthcare provider (hcp) indicating that one of the patient's stimulators had been unplugged and not in use for several years. Hcp said the stimulators were "non-functioning" and the hcp wanted to get eos confirmed. Ts explained that the case was a potential complaint, and more information needed to be gathered, but hcp said the case was not a complaint at all. Ts explained that the complaint was possible and asked the caller to gather more information. The hcp emailed back, saying the scs device has not reached end of life (eos), and confirmed that it was just depleted and needed to be charged to place it into MRI-safe mode so the patient can undergo. Additional information was received from the manufacturer representative on (B)(6) 2026, indicating that the cause was that the patient's device was depleted and needed to be charged to undergo the MRI, as the patient was in the hospital. The rep confirmed that the patient received a recharger and successfully charged the device. The information was not confirmed with the patient's physician because the patient representative and a hospital doctor were nearby. Further follow-up was performed to clarify the status of the dbs implant. Additional information was provided indicating that the physician had not personally seen the patient in the clinic since the hospital admission. Still, neurology colleagues evaluated the patient during the inpatient stay. Their documentation did not attribute the reported behavioral changes to the dbs system and instead associated them with other health conditions. No other dbs device information was received, and it is unclear whether it reached its normal eos.